Manufacturer narrative:
Updated: age at time of event: (B)(6), patient sex, describe event or problem, device avail. For eval.?, returned to MFR. On, device returned to MFR.?, device evaluated by MFR.?, eval summary attached, method codes, result codes and conclusion codes. Device evaluated by MFR: the device was returned for analysis. Device analysis revealed a damage on the guidewire exit port assembly. The telescope assembly was found detached during the testing. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the target lesion was 75% stenosed and located in the left main trunk artery.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the imaging catheter stuck in stent occurred. The target lesion was located in the mildly tortuous and mildly calcified coronary artery. An opticross¿ imaging catheter was selected for use. During the procedure, the physician performed directional coronary atherectomy (dca) and placed a stent to treat the target lesion. The physician then inserted the opticross¿ imaging catheter to visualize the lesion. Upon withdrawal, resistance was encountered. It was then noted that the opticross¿ imaging catheter was stuck inside the stent. The physician cut off the proximal part of the outer sheath of the opticross¿ imaging catheter and a guidewire was inserted then removed the opticross¿ successfully. Moreover, an additional stent was placed and the procedure was completed after observing the lesion using another opticross¿ imaging catheter. No patient complications were reported.